Event description:
It was reported that during ankle ligament repair surgery, two footprint ultra pk suture anchor 4.5 broke. The procedure was finished without a significant surgical delay with a smith and nephew backup device. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A visual inspection of the returned device found that it was outside of its original packaging. The anchor is detached from the device. The anchor is fractured on the proximal and distal ends. The distal tip of the inserter is bent. The anchor and shaft of the handheld device have debris. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of customer provided images found two fractured anchors. This case reported the breakage of two anchors during surgery. It is unknown if any fragments of the implantable broken anchors were retained inside of the patient, therefore, we cannot rule out the possibility of micro-motion and/or migration of any possible retained pieces of the broken anchors. Since there were no patient injuries reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this complaint would be re-assessed. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. B5, h6: health effect - impact code.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during ankle ligament repair surgery, inside the patient, the footprint ultra pk suture anchor 4.5 broke. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.